Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6. Additional information received: lnstituto grifols, s.a. (Ig) upon receipt of the reported incident, additional information was requested to support the investigation, including details regarding the user's experience with the device, any observed leakage on the connection, whether any unexpected outcomes or complications occurred because of the event, and information regarding the product return. To date, no additional information has been received. According to our standard procedures, ig initiated an investigation focused on: a. Evaluation of the dual applicator tip: considering the nature of the reported incident, ig requested ethicon, as the supplier of veraseal dual applicator, to investigate the batches of the tips involved. The investigation focused on reviewing the batch records for the batches of the tips used. Ethicon concluded that all components used in the batches involved met the established specifications, with no related incidents reported. B. Results of quality control performed at ig facilities: according to ig standard procedures, the results of the quality controls performed to the incoming materials (tips) involved in the notification were reviewed. A review of the results related to the luer locks functionality performed to incoming tips kitted with the involved batch, (B)(6), was performed. The results were found correct, and no deviations were detected. The lack of photographic evidence supporting the reported incident or the affected device has limited ig to conduct a thorough investigation. Although a definitive root cause could not be determined, the investigation performed supports the conclusion that the reported incident is not attributable to a product quality defect or any of its components. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: 3619755 and 3627327. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4 UDI number: UDI/gtin unavailable as this device is from a kit. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: -was surgery delayed due to the reported event? --> unknown, -was procedure successfully completed? --> unknown, -were fragments generated? --> unknown, -if yes, were they removed easily without additional intervention? --> unknown, -was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, -is the patient part of a clinical study --> unknown attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Is the user a new user to veraseal? If not, how many times have they used veraseal prior to this event? 2. How many times have they applied the laparoscopic tip? 3. Was a sales representative present during the case when the issue was experienced? 4. Was any leakage or product solution observed at the luer locks connection? 5. Were there any unexpected outcomes or complications as a result of the event? 6. Are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and hemostatic agent dual applicator device was used. Luer nut was tightly closed so it was impossible to detach the open tip from the syringe. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch 3619755 mfg date: 12/3/2024, exp date: 12/4/2029. Batch 3627327 mfg date: 12/23/2024, exp date: 12/23/2029. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Is the user a new user to veraseal? No if not, how many times have they used veraseal prior to this event? For one year regularly. 2. How many times have they applied the laparoscopic tip? For one year regularly 3. Was a sales representative present during the case when the issue was experienced? No 4. Was any leakage or product solution observed at the luer locks connection? Could be, not sure. 5. Were there any unexpected outcomes or complications as a result of the event? No. 6. Are there pictures of the damaged device available? No. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.